Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to pain.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the overstuffed joint which led to pain. However, this cannot be confirmed as the devices were not available for evaluation.

Event description:
Revision due to pain.